Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and chronic low b ack pain. The patient verified that their whole system was removed because it became infected. The patient could no longer remember the details about the explant except for the hospital where it was removed. No further complications were reported but are anticipated.